Event description:
Microneedling was performed on my sister, (B)(6), in mexico, and she died during the procedure on (B)(6) 2025. I can be reached via email at (B)(6) and via my mobile number (B)(6) as needed.